Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing and a broken display lens. Review of the event history log is not applicable. To conduct functional testing a delivery and occlusion test were performed. Upon testing, the reported problem was duplicated. The root cause was unable to be determined. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event unknown. D4: UDI unknown. G5: 510k unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibits flow error. The device was tested with the result of the average delivery error being 3.058 %.